Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, there was visible damage on lens, not too distant from the trailing haptic. The lens remains implanted in the patient's eye, since it was at the periphery. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided that the reporter stated not much information was available and that the lens was left implanted. Additional information was provided that a company training manager spoke with the account manager to review proper product use, who will visit the facility to perform a training refresher. No further information has been provided. If is unknown if qualified associated products were used. The instruction for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).